Event description:
It was reported that the patient underwent a lead and implantable pulse generator (ipg) replacement procedure due to inadequate stimulation. Additional information was received that patient was doing well postoperatively, and the explanted products will not be returned per hospital policy.

Event description:
It was reported that the patient underwent a lead and implantable pulse generator (ipg) replacement procedure due to inadequate stimulation.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 780569. UDI: (B)(4).